Manufacturer narrative:
Upon additional information being provided by the patient, this event is a duplicate of emdr-239051 FDA ref 3004464228-2025-07535-00 submitted 21feb25. Please consider this MDR cancelled.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient was hospitalized "in borderline diabetic ketoacidosis" (dka) while wearing the pod. It was reported by the doctor that the cannula dislodged from the infusion site and the patient "didn't notice." No additional information was provided. Attempts have been made to gather additional information. If the information is received it will be submitted in a follow up report.